Manufacturer narrative:
This event occurred in (B)(6). Per package labeling, "no significant cross-reactivity (< 0.01 %) was found for the following substances (tested concentration 5000 ng/ml; 10000 ng/ml for cortisol): cortisol, prednisone, estradiol, d-aldosterone, dhea, dexamethasone, furosemide, sulthiame, quinidine (free base) and oleandrin." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable elecsys digoxin immunoassay result for one patient tested on a cobas 6000 e 601 module. The customer alleged the patient's sample contained an interferent, oleandrin, which affected the patient's result. The patient's digoxin result was 0.44 ug/l without any treatment. The e 601 serial number was (B)(4).